Manufacturer narrative:
Method: device history review; complaint history review; results: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload applied by the user.conclusion: the slide trial handle was confirmed to have a fractured tip upon visual inspection. The tip of the handle was found in the returned anchor l trial. No harm was reported. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that surgeon was tapping on trial handle with mallet and the tip of the trial handle broke off in the trial. The surgeon was able to remove the trial with a forceps. No delay in the surgery and no harm to the patient.

Event description:
It was reported that surgeon was tapping on trial handle with mallet and the tip of the trial handle broke off in the trial. The surgeon was able to remove the trial with a forceps. No delay in the surgery and no harm to the patient.